Event description:
The following was reported by the user facility: it was reported that during treatment of a pt an internal blood leak was notified. Specifically, blood was seen in the dialysate lines. No damage was identified or other leaks. Blood test strips were not used, though the machine did alarm. Pt was estimated to lose less than 20 cc of blood; however, the pt had no adverse effects due to leak complications. Blood flow rate - 400; dialysate flow rate - 800. Sample was discarded by user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.